Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer 4.1 was get stuck when opened. A field service engineer (fse) identified that the mini drawer contained syringe medication wrapped in plastic, which was getting stuck in the corners during closure and causing an obstruction. The fse informed the customer that the issue was not hardware related. The fse verified that the mini drawer was operational using the diagnostics tool. The customer was able to open and inventory the drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer was stuck. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.